Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), secondary and alternate vectors passed before the defibrillation threshold (dft) test. A shock was delivered which was not successful. An additional shock was going to be attempted however this patient required being externally rescued at that point. Technical services (ts) discussed how to measure the signal using a printed subcutaneous electrocardiogram (s-ECG). Ts walked through how to change polarity. The physician wants to redo the dft in the future. No additional adverse patient effects were reported.